Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was over 400 mg/dl. The infusion set was changed prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.